Event description:
It was reported that the tube head rotated past 90 degrees and the emergency switch had to be hit. No injury reported. A field engineer was dispatched to the site and determined that the vta brake connections needed to be reterminated. Once this was completed, the system was working as intended.